Event description:
Approx two months post-op plf procedure at level l5-s1, pt returned to surgeon complaining of pain. CT scan on unk date showed the pop-on tulip head had come off of the screw. Pt was returned to the operating room on (B)(6) 2012 for revision. Surgeon removed two locking caps, one loose pop-on tulip head, one rod, and one bone screw with damaged head. Fragments of broken bone screw were suctioned, which was confirmed by fluoroscopy. Surgeon replaced one new pre-assembled matrix screw and two new locking caps. The removed rod was re-implanted. Surgeon completed procedure with no further problem. This is the 3rd report of 3 for the same event.

Manufacturer narrative:
Device used for treatment. Additional information received from hospital. Device was not received.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.